Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a ring of plastic was noted in the patient's abdomen at the end of the laparoscopic procedure. The ring of plastic was removed. There was no patient injury.